Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 306 mg/dl while using the ilet with an inset infusion set, after which a full supply change was performed without occlusion alerts or visible site leakage and blood glucose trended down to 204 mg/dl; the caregiver believed the infusion set was problematic, and the case was documented under cause unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed insufficient information to identify a specific device problem or implicated component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.